Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's flexvision computer was not booting, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The failure analysis of the flexvision pc confirmed the malfunction and the cause of the failure was due to failed lin-pci check. The fse replaced the flexvision pc, installed the software and performed the functional tests to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.